Manufacturer narrative:
H4: the lot was manufactured from february 26, 2020 - february 27, 2020. H10: sixteen (16) actual samples were received for evaluation. A visual inspection along with magnification were performed and a loose particle was observed inside the fill port connector in one (1) sample. The reported condition was verified in one (1) sample. The cause of the condition could not be determined. Visual and magnified inspection did not identify any particulate in the remaining fifteen (15) samples. The reported condition was not verified for the 15 devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred with in one month (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of sixteen (16) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This was identified before use. There was no patient involvement. No additional information is available.